Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure to treat reason: mixed urinary incontinence, intrinsic urethral sphincteric deficiency, cystocele, rectocele, urethral hypermobility. It is reported that the patient experienced pain, infection, urinary & bowel problems, recurrence, bleeding, dyspareunia, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/01/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced frequency, retention, hematuria and incontinence.